Event description:
Approximately 10 years ago, uss 1 monoaxial screws were implanted for degenerative disc disease at l5a-s1 (patient has l5 vertebrae x 2). During subsequent surgery, secondary to disc degeneration, surgeon noted micromotion and screw loosening at l5a. Fusion was achieved at l5b-s1 and construct was left in place. Posterior instrumentation and fusion at l4-l5a was completed; uss 1 monoaxial screws were removed and replaced with uss variable axis screws and local autograft mixed with bmp. Surgeon noted on follow up x-rays that the collar and nut had disengaged from the uss variable axis screw head. Surgeon does not plan to revise patient. This is one (1) of four (4) reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Implant remains in patient. No 510k number as device is not marketed in the us. Synthes is unable to determine manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.